Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with multiple topical treatments including antibiotic, steroid, antifungal (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 12, 2024.